Event description:
It was reported that the device was used during a low anterior colon resection. After the device was fired, it would not release from the tissue. The surgeon then resected the original anastomosis while the device was still transanally in place. The device was removed and a like device was used to perform another anastomosis. The or time was extended by one hour.